Manufacturer narrative:
Age or date of birth - unk. Sex - unk. Weight - unk. Ethnicity - unk. Race - unk. Date of event - unk. Model# - unk. Implant date - unk. This product is not marketed in the us. (B)(4). Device manufacture - date-unk (B)(4).

Event description:
An article was published in the journal of advances in medicine and medical research in march 2019 titled, 'toric and phakic iols for the treatment of astigmatism and/or high myopia: our experience at prince hashem hospital zarqa.' The article states that one patient with keratoconus who had a visian icl implanted showed progression of his keratoconus despite his cornea was cross-linked with the use of isotonic riboflavin and was observed for one year before surgery. He was observed for another 6 months to make sure he did not progress more before deciding on exchanging the icl in one of his eyes. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.